Manufacturer narrative:
Event problem and evaluation: on (B)(4) 2015, a medtronic representative went to the site to test the equipment and found the imaging system in stand-alone mode. The umbilical cable was replaced. The imaging system then passed the system checkout and was found to be fully functional. The mobile view station (mvs) interface cable assembly was returned to the manufacturer for analysis and an electrical failure mode was found. Confirmed reported problem "stand alone." During bench level testing the umbilical cable failed the gbit test. This will cause a communication error and put the imaging system into standby mode. Passed continuity testing and 100t test. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that during a spinal fusion procedure, the imaging system was in stand-alone mode. In trouble-shooting, the system was re-started multiple times, the mobile view station (mvs) was re-started, and the umbilical cable was re-seated, but this did not resolve the reported issue. The surgeon opted to complete the procedure without the use of the imaging system. A c-arm was used to complete the surgery. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.